Event description:
Customer reported ports popped off of cryocyte bag when it was removed from the freezer. Additional info: the port actually broke off the bag. Pbsc cells were being stored for pt use. The product has not been administered to the pt as they have not yet been scheduled for infusion. The pt didn't initially mobilize well and they are still determining if they wish to use these cells as they do not have the dose that they wish. They do have enough to transplant, but not target dose. The port broke off right after it was removed from control rate freezer (final is -100c), prior to transferring into a cassette for vapor phase. Sterility testing was done prior to freezing and it was negative. No additional testing has been done at this time. They have not yet done anything with the bag. They returned the bag to vapor phase, but they do not have any overwrap bags. Initially frozen in control rate freezers and then put into vapor phase at -150c. Pictures have been requested of the bag, as they have decided to keep the sample.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag that had a port break off during transfer from a controlled freezer to vapor phase storage. There is no info of any pt adverse outcomes at this time. The customer has not yet decided if they will administer the cells to the pt; and as such, there may be a risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages when storing cells, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, this breakage could potentially cause or contribute to an event. An attempt should be made, if possible, to obtain the pt outcome. If the pictures are received and an additional investigation can be performed, a f/u report will be submitted.